Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 1000 mg/dl. Prior to the event, the customer fell and broke his ribs. The customer felt that the infusion set may have dislodged from his insertion site, causing his blood glucose levels to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not available for the high pressure test. Nothing further was reported.